Manufacturer narrative:
Bolton medical is awaiting additional information about the case in order to conduct an investigation.

Event description:
Case report from (B)(6) reported as: on (B)(6) 2015: at the one month implant follow-up, CT image showed dissection around the ascending aorta area. Dissection was already occluded by thrombosis; therefore additional treatment was not performed. The patient had no symptom and went home after the follow-up (no hospital admission). Background information: relay plus was implanted on (B)(6) 2015 for dissecting aneurysm. Relay plus (28m330095302290u (lot#: 131226023) was implanted first at the distal portion, and then the second relay plus (28m336145322490u (lot#: 1500414161) was implanted at the proximal portion. The second implanted relay plus was positioned below the left subclavian artery (but it was not fully covered left subclavian artery). Balloon touch up was not performed. Endleak was not confirmed.